Event description:
It was reported that the patient experienced multiple shocks due to a lead malfunction. It was not possible to explant the lead; however, it was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed; no anomalies were found. The outer insulation was found breached cut; apparent explant damage.